Event description:
It was reported that during a da vinci-assisted radical cystectomy surgical procedure, the customer contacted intuitive surgical, inc. (Isi) technical support engineer (tse) to report an issue with universal surgical manipulator (usm) 4. The customer had replaced the drape prior to calling. During the call it was noticed that the presence pin on the drape was stuck in the down position. The customer removed the drape and exercised the presence pin. The drape was reinstalled, and the usm was redocked. System logs showed a cannula connection however when the customer reinstalled the instrument, the cannula was not present. After ensuring the cannula was accepted by redocking the instrument was installed and recognized, the usm would not advance the instrument. No drape material was found. The customer would call back after the procedure for additional troubleshooting and continue the procedure with three usms. The procedure was completed with no reported injury. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was able to reproduce the reported complaint. The fse replaced the universal surgical manipulator to resolve the issue. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) did receive the usm to perform failure analysis (fa). Fa was able to confirm via system logs but was not able to reproduce the reported complaint. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto a golden system where the component functioned as expected. The usm was then installed onto a psc fixture test platform (pftp) where all relevant testing was passed within specification. Once testing was completed, degree of freedom (dof) 8 gearbox was inspected, and no faults could be identified.